Event description:
Right total knee. Cr insert trial size #5 9mm was cracked during insertion - trial insert was sitting proud on baseplate. Trial insert was set aside, not used further.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there has been (B)(4) other event for the lot referenced. Visual inspection: the reported event was confirmed. Scratches and indentations were observed on the articulating surface of the triathlon cr trial and on the distal rails. The device was cracked along the middle and there were some small cracks/chips on the rails. Conclusions: the reported device is under the scope of nc. The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
Right total knee. Cr insert trial size #5 9mm was cracked during insertion - trial insert was sitting proud on baseplate. Trial insert was set aside, not used further.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.